Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette exterior and in the pump module area during the end of treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. It was reported that the solution bag was not securely connected, and unused lines were clamped. The cause of the leak is unknown. The patient reported a grinding noise occurred during both fill and draining phases of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. A post- acceleration stressed test (ast) 2-hour 15-minute 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test. Ast failed. During ast test, the pump motors are grinding, and debris build up was on the motor lead screw during investigation. Replacing pump motors is recommended. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a clog in the filters which is a related failure air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette exterior and in the pump module area during the end of treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. It was reported that the solution bag was not securely connected, and unused lines were clamped. The cause of the leak is unknown. The patient reported a grinding noise occurred during both fill and draining phases of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested however to date has not been provided.